Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 151, 187, 217, 197 and 176 mg/dl. The customer¿s expected fasting blood glucose test result range is 115 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer had eaten one hour ago and was not able to test. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/19/2021 and test strips were opened week prior to call. The meter memory was reviewed for previous test result history: (B)(6).